Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, signal loss greater than one hour was found within the investigation window. The probable cause of signal loss could not be determined. The reported event of a sensor not working is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.